Event description:
The patient was taking insulin lispro (humalog) and human nph insulin (humilin) via pen injection devices (humapen ergo ms8929, lot220503 , clear cartridge holder and humapen ergo burgundy, ms8343, lota1471) for diabetes mellitus type 1. The person operating the devices was the patient . It is unknown if the operator of the devices was trained. The patient had two devices with the same failure which caused patient to be unable to inject insulin. On both devices the engagement tabs were abraded (one of them a cirm*). Therefore the injection screw could not advance. One of the pens did not work at all. The other pen worked only partly. This problem caused patient to have an abnormal blood sugar level and since it was the week-end pathent needed to go to the hospital (emergency unit)because their general practitioner was not available on the week-end. Patient went to the hospital and was not dependent on the help of somebody else.